Event description:
Placed 2 weeks ago and worked fine for the 1st week. When the dr went to inject chemotherapy, they found that the line was infected. Removed and cultured and it came back with staff infection.